Event description:
It was reported by service report that the lift drifts while lowering even without weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: life motor drive tube.